Manufacturer narrative:
Device had blank solid white lcd display with black horizontal lines due to cracked glass. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to blank solid white lcd display.

Event description:
Customer reported via phone call that the insulin pump had crack. Customer's blood glucose level was 233 mg/dl. Customer stated that he fell on the floor and the insulin pump bumped against it which caused cracks on the pump. Customer stated that no physical damaged to the reservoir lip ring. Offered troubleshot for the blank display and they declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.